Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges asthma. There was no report of medical intervention. No additional information can be requested at this time. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation information was received on 08/08/2025, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleges asthma. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation product investigation laboratory for investigation initiated therapy with the device and verified airflow, using a known good product investigation laboratory for investigation supplied power supply and power cord. Pil disassembled the device and then reassembled the device. Pil observed the following from an external and internal inspection. Dust-like contamination at the air inlet of the blower box. Dust-like contamination on the blower box. Dust-like contamination was on top of the blower motor. Product investigation laboratory for investigation used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam on both sides of the blower box. 0 errors logged. Product investigation laboratory for investigation was able to confirm the presence of degraded sound abatement foam in the device. Product investigation laboratory for investigation was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval and date returned were updated. In box h: (device) problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.